Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type(s) of drug therapy were used? Is the tachycardia related or not related to the study product? Is the tachycardia related or not related to procedure? Is the bladder distension related or not related to the study product? Is the bladder distension a related or not related to procedure? Is the pain related or not related to the study product? Is the pain related or not related to procedure?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and absorbable hemostat was used. The patient experienced pain, bladder distention, and tachycardia. The tachycardia onset date was (B)(6) 2018, had a severity categorized as moderate, and was resolved on (B)(6) 2018 with drug therapy. The bladder distention onset date was (B)(6) 2018, had a severity categorized as mild, and was resolved on (B)(6) 2018. The pain onset date was (B)(6) 2018, had a severity categorized as moderate, and was resolved on (B)(6) 2018 with drug therapy. Additional information was requested